Event description:
It was reported that post a stenting treatment procedure, the patient expired. The target lesion was located in the distal left circumflex (lcx). A 2.5x12mm taxus stent was implanted. In (B)(6) 2010, the patient presented with in-stent restenosis of three previously implanted non-bsc stents. A 3.5x23mm promus stent was deployed in the left main (lm), and a 3.5x18mm promus stent was deployed in the proximal lad to treat the in-stent restenosis. The physician also placed a 2.75x12mm promus stent in the mid lad. Ten months later, the patient experienced cardiopulmonary arrest and emergent angiography was performed. There was a total occlusion of the previously treated vessels. The vessels were treated with unspecified balloons, but the patient expired. Per the physician, the patient's heart function had been deteriorated and the promus stents did not contributed to the patient's death.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).